Event description:
It was reported that the atrial lead exhibited undersensing and loss of capture. The lead appeared to be dislodged via fluoroscopy. The lead was explanted and replaced. The patient was in good condition at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.